Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep repaired a connector pin. The system was tested and operates as intended.

Event description:
The customer reported that the joystick would not work. No pt injury was reported.